Event description:
Fiber optic cable connected to retractor, shut off after procedure and laid on patient. Blister noted on left breast post procedure. Cable sent to manufacturer and found to be in good condition and able to be put in service.